Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization and emergency medical services that were dispatched to her house due to low blood glucose readings. The customer's blood glucose reading was between 22 and 51 mg/dl. Customer had passed out at home and husband called ems to attend to her. Patient was unresponsive and was wearing insulin pump when ems arrived. Customer stated she would remain off the insulin pump until she spoke with her doctors. Nothing was replaced or returned.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The drive support was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.